Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap chole, the obturator/trocar broke. They put it in the patient, but the blade did not engage. They removed it and used another device to complete and resolved the issue. The patient is alive with no injury.